Event description:
Chemotherapy line infusing. Double checked by second rn. Equashield device came unscrewed from line despite ensuring it was on tight. Safety checks had been completed for the line and had been double checked by a second rn. This caused a chemo spill. Safety protocols followed. Chemo spill guidelines followed. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, equashield (per site reporter). Requested device and all tubing be sent to them for testing. Currently awaiting their shipping container. Device will then be sent back.